Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up completely. Review of the system log file showed a software bug , which confirms the malfunction. Upon troubleshooting, it was found that the leds on the host pc, ippc, and flexview pc displayed normal functionality; however, the system continued to be unresponsive despite several reboot and reset attempts. To resolve the issue, fse replaced the suite pc and reloaded the system software. Additionally, gigabit ethernet switch 16-port, managed switch dvi. The replaced parts suite pc and gigabit ethernet switch 16-port were returned to philips for further analysis. The part analysis of suite pc confirmed that the malfunction due to faulty ssd. However, cause of the gigabit ethernet switch cannot be conclusively determined by the supplier¿s analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.